Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the abbott diabetes care software (libreview) stating that they couldn't access their account on their new phone, and therefore could not monitor their glucose. As a result, the customer experienced blurred vision and lost consciousness. No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported unable to access their libreview account. Attempted to replicate the reported issue and the reported issue was not allege an issue with the app as the user was unable to access the email associated with their libreview account to reset their password. There was no libreview malfunction. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the abbott diabetes care software (libreview) stating that they couldn't access their account on their new phone, and therefore could not monitor their glucose. As a result, the customer experienced blurred vision and lost consciousness. No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.